Event description:
It was reported that a pacemaker telemetered battery voltage was 2.79 v at a patient follow up but was 2.95 v at the previous follow-up, 6 months earlier. It was questioned if that was "normal". The pacemaker system remains in use. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found. On (B)(6) 2010, the battery voltage with telemetry was 2.79v and the daily measurement was 2.93v. This is within expectations.

Event description:
It was reported that a pacemaker telemetered battery voltage was 2.79 v at a patient follow up but was 2.95 v at the previous follow-up, 6 months earlier. It was questioned if that was "normal". It was later reported that the device reached possible premature elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. No anomalies found. On (B)(6) 2010, the battery voltage with telemetry was 2.79v and the daily measurement was 2.93v. This is within expectations.